Manufacturer narrative:
The reagent lot number is 733620. The expiration date was not provided. Calibration was last performed on 07-may-2024. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the rinse mechanism had defective vacuum tubes and replaced them. The fse replaced both sample probes and their nozzle covers, springs, and the reagent probes. The fse performed fluidic adjustments and probe alignments and a precision test successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 4 patient samples on a cobas 8000 c702 module. The doctor questioned the initial result for sample 2 as it was critical, which prompted the customer to repeat the sample and other samples that gave initial critical results. For sample 1, the initial ca2 result was 5.28 mg/dl. The sample was repeated on another analyzer and the result was 9.51 mg/dl. The initial result was not reported outside of the laboratory. For sample 2, the initial ca2 result was 5.26 mg/dl. The sample was repeated on the same analyzer and the result was 7.34 mg/dl. For sample 3, the initial ca2 result was 5.62 mg/dl. The sample was repeated on the same analyzer and the result was 9.60 mg/dl. The initial result was not reported outside of the laboratory. For sample 4, the initial ca2 result was 4.73 mg/dl. The sample was repeated on the same analyzer and the result was 8.22 mg/dl. The initial result was not reported outside of the laboratory. The repeat results were deemed correct.